Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that at around 11am, patient was at his doctor's office when his Dexcom was reading "LOW". Patient was feeling dizzy and nauseous. He did not do a fingerstick at the time but drank an apple juice and had a power bar based on the CGM readings. They then decided to take a BG reading which was over 500-600 mg/dL and the Dexcom kept reading LOW and brief sensor issue (on and off) during this time. The patient got home and self-treated with a shot of insulin. He then received a call from his doctor and was advised to go to the hospital. The caregiver drove him to the hospital as the patient was no longer able to drive. He was convulsing, hallucinating, and was passing out at this time. The patient was taken to the Emergency room (ER), and they took a BG reading which was over 900 mg/dL. The patient was treated with fluids and his daily medication. The patient was discharge on, (b)(6), at 2pm. (More Than 24 Hours). At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. After drinking juice, the reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and loss of consciousness.